Manufacturer narrative:
Corrected information provided in d3 (manufacturer fax) and h6 code b22 has been added (type of investigation).

Event description:
An impella cp was inserted via the left femoral artery to support the 49 year old male patient who had been admitted in with known acute decompensated chronic cardiomyopathy, presenting in scai stage e shock. Underlying medical history was not shared. The cp was placed to the left ventricle and slowly the pump's motor current ramped up. The pump flows appeared to be saturated. The team made decision to explant and replace the cp with a new pump. The pump had supported for 14 hours and was explanted. The impella cp device was exchanged for another impella cp without any observed impact on the patient¿s hemodynamic status.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.